Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. No button error alarm during our testing and all of the buttons are functioning properly. The insulin pump has cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.